Manufacturer narrative:
UDI: (B)(4). Investigation summary: according with the information provided, it was reported that during a meniscal procedure the arthroscopic pusher/cutter is not accepting the suture. The complaint device was received and evaluated based on the follow up response received from the sales representative, which is reporting two additional devices with the same failure than the reported in this complaint. Upon visual inspection, no anomalies were observed on the exterior of the device. When performing the functional test, the device was not able to cut. The retaining bolt was removed to verify the cutter shaft, the cutter tip edge was found to be dull. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection and functional test result, this complaint can be confirmed. The root cause for this type of failure can be attributed the repeated and constant use of the device, as a result of this, the device cannot perform smoothly. Per the IFU (B)(4), it is recommended to inspect all instruments before sterilization or storage to ensure the complete removal of soil from surfaces, tube, holes, and moveable parts and if soil is still present, reclean the instrument. Also, IFU (B)(4) recommends to visually inspect the instrument and check for damage and wear; verify that all cutting edges are free of nicks and have a continuous edge; verify that moveable parts have smooth movement without excessive play; inspect that locking mechanisms fasten securely and close easily; and verify that long, thin instruments are free of bending and distortion. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the sales rep that during a meniscal repair procedure on (B)(6) 2021, it was observed that the arthroscopic pusher/cutter had an unspecified malfunction. During in-house engineering evaluation, it was determined that the device was not able to cut and its cutter tip edge was found to be dull. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.